Event description:
The user description is the leakage from the catheter at the part of the insertion. The catheter was knotted near the insertion. The user supplied the suture, the needle, and the adapter, which were used during the procedure. Because they wanted to find the cause. Please evaluate the sample with their supplies. No other info provided.